Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer was using the same supplies for over 3 days with the mobi pump, tandem technical support educated the customer this is considered off label use. The customer changed supplies and resumed insulin therapy. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with manual dose injection.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 72 hours or as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.